Manufacturer narrative:
We are in process of trrying to get the device returned for evaluation. The investigation is ongoing. Once additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "customer stated that this is a new issue, and it's been consistently occurring over the past nine months. They've found that the products are only lasting 6-8 weeks before needing replacement. The main problem is that they start shorting out, causing them to start and stop intermittently while our providers are cauterizing. They've tried to determine if it's related to user error, but it doesn't seem to be the case as everyone is experiencing the same issues."

Manufacturer narrative:
The part was not returned for evaluation, no pictures were provided, and no lot number was provided, after several attempts to obtain the inforamtion. The complaint was not able to be confirmed, and root cause is undetermined. If any additional relevant information is identified, it will be submitted in a supplemental report.